Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a damaged video cable. Also, evaluation found an air/water leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the camera head did not work and had a black screen. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cable failure was observed. Therefore, it is likely that video function does not work normally and indicated phenomenon occurred due to cable failure. The event can be detected/prevented by following the instructions for use (IFU) which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device.